Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.

Event description:
It was reported that the device did not last the full period of time expected. The right ventricular (rv) lead had high thresholds for a long time which most likely was the cause of premature depletion. The device was explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.